Manufacturer narrative:
G4: 31aug2020, b4: 31aug2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported that during testing the ventilator would not switch on. The unit was running on alternating current (ac). There was no patient involvement. The service engineer (se) inspected the device. The se found an error code indicating the oxygen flow was out of range and check valve 2 (cv2) leak during extended self test (est).

Manufacturer narrative:
G4: 31aug2020. B4: 31aug2020. The service engineer (se) could not confirm the reported issue. The se found an oxygen delivery test failed and inspected the device diagnostic report and found error codes indicating cross over circuit fault, flow sensor calibration data out range, patient wye not blocked, flow sensor mix match and a flash program error. The se replaced the oxygen flow sensor, solenoid assembly, oxygen regulator, sensor board and key pad overlay. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.